Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, mildly tortuous right coronary artery. After predilatation was performed, the 3.5x33 mm xience alpine stent delivery system (sds) was advanced; however, failed to cross the lesion. During retraction of the sds a great deal of resistance was felt and when removing the sds into the guide catheter the stent dislodged into the superficial femoral artery. A snare device was used to capture the dislodged stent which was removed from the anatomy successfully. The procedure was aborted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.